Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 43-year-old female patient who had essure (batch no. 880426,915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included paraesthesia, breathlessness, lightheadedness, grand multiparity and uterine dilation and curettage. Previously administered products included for an unreported indication: zovia from (B)(6) 2010 to (B)(6) 2012. Concurrent conditions included abdominal pain, dysfunctional uterine bleeding, perineal pain, uterine bleeding, adenomyosis, paratubal cyst and metrorrhagia. Concomitant products included ferrous sulfate since (B)(6) 2018, ibuprofen since (B)(6) 2018 and oxycodone since (B)(6) 2018. On (B)(6) -2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced anaemia ("anemia") and was found to have uterine leiomyoma ("leiomyoma of uterus"), 5 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("anxiety and mental anguish"). The patient was treated with multiple blood transfusions and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, headache, anaemia, dysmenorrhoea, dyspareunia, vaginal discharge and uterine leiomyoma outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming- menorrhagia,anemia,uterine leiomyoma, pelvic pain lot number: 880426 ,manufacture date: 2011-07, expiration date: 2014-07 . Lot number: 915886 , manufacture date: 2011-10, expiration date: 2014-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events physical pain / pelvic pain, abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) was updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 43-year-old female patient who had essure (batch no. 880426,915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included paraesthesia, breathlessness, lightheadedness, grand multiparity, uterine dilation and curettage, panic attack, pelvic pain female, uterine fibroid and anemia. Previously administered products included for an unreported indication: zovia from (B)(6) 2010 to (B)(6) 2012. Concurrent conditions included abdominal pain, dysfunctional uterine bleeding, perineal pain, uterine bleeding, adenomyosis, paratubal cyst and metrorrhagia. Concomitant products included ferrous sulfate since (B)(6) 2018, ibuprofen since (B)(6) 2018 and oxycodone since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced anaemia ("anemia") and was found to have uterine leiomyoma ("leiomyoma of uterus"), 5 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("anxiety and mental anguish"). The patient was treated with multiple blood transfusions and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved and the depression, anxiety, migraine, headache, anaemia, dysmenorrhoea, dyspareunia, vaginal discharge and uterine leiomyoma outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming- menorrhagia, anemia,uterine leiomyoma, pelvic pain. Lot number: 880426 manufacture date: 2011-07 expiration date: 2014-07. Lot number: 915886 manufacture date: 2011-10 expiration date: 2014-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received: medical history was added. Marked significant due to imdrf-FDA synchronization. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 43-year-old female patient who had essure (batch no. 880426,915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included paraesthesia, breathlessness, lightheadedness, grand multiparity, uterine dilation and curettage, panic attack, pelvic pain female, uterine fibroid and anemia. Previously administered products included for an unreported indication: zovia from (B)(6) 2010 to (B)(6) 2012. Concurrent conditions included abdominal pain, dysfunctional uterine bleeding, perineal pain, uterine bleeding, adenomyosis, paratubal cyst and metrorrhagia. Concomitant products included ferrous sulfate since (B)(6) 2018, ibuprofen since (B)(6) 2018 and oxycodone since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced anaemia ("anemia") and was found to have uterine leiomyoma ("leiomyoma of uterus"), 5 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("anxiety and mental anguish"). The patient was treated with multiple blood transfusions and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved and the depression, anxiety, migraine, headache, anaemia, dysmenorrhoea, dyspareunia, vaginal discharge and uterine leiomyoma outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming- menorrhagia,anemia,uterine leiomyoma, pelvic pain lot number: 880426 manufacture date: 2011-07 expiration date: 2014-07. Lot number: 915886 manufacture date: 2011-10 expiration date: 2014-10 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 43-year-old female patient who had essure (batch no. 880426,915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included paraesthesia, breathlessness, lightheadedness, grand multiparity and uterine dilation and curettage. Previously administered products included for an unreported indication: zovia from january 2010 to february 2012. Concurrent conditions included abdominal pain, dysfunctional uterine bleeding, perineal pain, uterine bleeding, adenomyosis, paratubal cyst and metrorrhagia. Concomitant products included ferrous sulfate since june 2018, ibuprofen since july 2018 and oxycodone since july 2018. On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced anaemia ("anemia") and was found to have uterine leiomyoma ("leiomyoma of uterus"), 5 years 11 months after insertion of essure. In september 2018, the patient experienced depression ("depression") and anxiety ("anxiety and mental anguish"). The patient was treated with multiple blood transfusions and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, anaemia, dysmenorrhoea, dyspareunia, vaginal discharge and uterine leiomyoma outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left side 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming- menorrhagia,anemia,uterine leiomyoma, pelvic pain lot number: 880426 manufacture date: 2011-07 expiration date: 2014-07. Lot number: 915886 manufacture date: 2011-10 expiration date: 2014-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 880426,915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included paraesthesia, breathlessness, lightheadedness, grand multiparity and uterine dilation and curettage. Previously administered products included for an unreported indication: zovia from (B)(6) 2010 to (B)(6) 2012. Concurrent conditions included abdominal pain, dysfunctional uterine bleeding, perineal pain, uterine bleeding, adenomyosis, paratubal cyst and metrorrhagia. Concomitant products included ferrous sulfate since (B)(6) 2018, ibuprofen since (B)(6) 2018 and oxycodone since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced anaemia ("anemia") and was found to have uterine leiomyoma ("leiomyoma of uterus"), 5 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("anxiety and mental anguish"). The patient was treated with multiple blood transfusions and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, anaemia, dysmenorrhoea, dyspareunia, vaginal discharge and uterine leiomyoma outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: confirming- menorrhagia, anemia, uterine leiomyoma, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received- events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety and mental anguish, migraines, headaches, anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, leiomyoma of uterus, patient did not undergo an essure confirmation test", reporter, lot number, medical history, concomitant and historical drug added. Event "physical pain / pelvic pain" outcome updated to "recovering / resolving" incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.